Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 419 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer's other blood glucose was 319 mg/dl. Customer has been using insulin pump system has not been used within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.